Manufacturer narrative:
A battery pack was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. The diagnostic logs were reviewed and the reported issue was verified. An investigation was performed and the product analysis technician reported that the identified root cause was isolated to a vendor manufacturing process for the battery pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.